Manufacturer narrative:
Eval summary: the product lot number was not provided. Therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Effusion [effusion]. Fever [pyrexia]. Case description: spontaneous report rec'd on (B)(6) 2010, from a healthcare provider via a company rep, regarding a male pt (unk age and initials). The pt had a history of bilateral gonarthritis and previous synvisc-one treatment. The pt experienced effusion (nos) and fever after receiving synvisc. Around one month earlier in (B)(6) 2010, the pt was treated with synvisc-one for gonarthritis in an unspecified knee. The pt rec'd one synvisc injection on (B)(6) 2010 into the opposite unspecified knee. On (B)(6)2010, the pt experienced effusion. On (B)(6) 2010, he was seen by the rheumatologist, who performed arthrocentesis. On this occasion, the pt reported that he also experienced a fever. The physician decided to hospitalize the pt as a precaution. No further arthrocentesis was performed. The pt recovered and was discharged the following day. Synovial fluid analysis revealed that there were 17,000/mm3 leukocytes and that fluid was sterile. At the time of this report, the pt was recovered. Add'l info was rec'd (B)(4) 2010 in the form of qa results. The product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.